Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-mar-10 additional information was received from the patient. The agent received a call from patient in response to outgoing communications that were sent. The caller they have an appointment with the gastrologist on wednesday ((B)(6) 2026) that may be able to further assist. The caller stated that the issue hadn't been resolved yet but stated they were working on it.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were not getting symptom relief from the incontinence. The caller reports that they got a diagnosis of microscopic colitis recently and lack of symptom relief happened right after that. The caller did not know when that was. Helped caller connect to implant and increase stimulation. The patient will maintain stimulation level and will continue to track symptoms. The caller noted that doctor was no longer at the office, but they still attend the same office.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.